Manufacturer narrative:
Per the clinic, the patient experienced soft tissue issues at the abutment site. Subsequently the site was treated with silver nitrate (date not reported) as well as a steroid injection (date not reported). The implanted device remains. This report is filed august 8, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced redness and bleeding at the implant site. Subsequently, the patient was prescribed with topical antibiotics (date and duration not reported). The implanted device remains.